Event description:
A customer reported a cartridge alarm 30 during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, and the customer was unable to resume insulin therapy. To resolve the issue, technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was informed about entering storage mode for the current pump, returning it within 10 days to avoid charges, and programming pump settings into the new pump. The customer acknowledged and understood the instructions provided. Customer reverted to an alternative method of insulin therapy.